Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Customer quality regional manager was contacted on (B)(4) 2013, and the following information was provided. The site involved in this particular event is a volunteer agency that had not been maintaining their batteries appropriately. When regional manager visited this site the batteries were almost dead because they pulled the product from use. Regional manager trained this site on battery management and daily checks of the autopulse. Regional manager did not observe the customer's failure of the autopulse "shutting down" however, user advisory uas 18 (max take-up revolutions exceeded) was observed in the archive and therefore unit was sent in for service.

Event description:
It was reported that the autopulse resuscitation system ¿shut off¿ without warning. Additional information was received on (B)(6) 2013, whereby customer indicated that the autopulse platform did not just shut off, it blinked and displayed a message ¿check lifeband¿ followed by some grinding noises. At this time the lifeband was readjusted, the autopulse compressed two times and then stopped. Manual CPR was initiated. No adverse patient sequelae was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed the battery lock was damaged. No other physical damages were observed. A definitive root cause for the observations made during visual inspection could not be determined. No batteries were received with the platform. Functional testing was performed with a half depleted test battery and there were no issues encountered. The platform performed as intended. A review of the archive confirmed the platform had recently been used with two different batteries (s/n (B)(4)) which had gaps of up to 8 months between test cycles. Based on this observation, it is likely that the issues encountered by the customer were due to improper battery management, however a definitive root cause could not be determined based on the evaluation. In summary, the reported complaint could not be replicated during functional testing. Archive review indicates that improper battery management may have led to the reported issue. Specifically, the archive shows two batteries used recently with gaps of up to 8 months between test cycles. A definitive root cause however could not be determined.